Manufacturer narrative:
Correction to the initial MDR in b5 and h6.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported. Additional information was received stating that this spinal cord stimulation (scs) system was replaced due to an elective magnetic resonance imaging (MRI) access and charging difficulties. Device will not return because it was disposed by facility. Awaiting post-operative appointment. No device was added. Electrocautery was not used.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.